Manufacturer narrative:
The devices log files were provided to tech support to review. Review of the device logs indicated a failure within the o2 delivery path. A zoll-approved service provider went onsite and further evaluation determined that the o2 safety valve required replacement. The technician replaced the safety valve and performed a follow-up base unit test and o2 gas path test. Both tests were completed successfully, and the device operated within specification. Failure was attributed to a faulty o2 safety valve, resulting in improper gas flow through the o2 path. This condition caused the device to fail o2 gas path verification and calibration tests.

Event description:
It was reported that before use, the devices 389 and 379 alarm occurred for no o2 dosing possible. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA / 510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.